Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s daughter stated that the paramedics were called and when they arrived they saw that the patient was unresponsive and in a diabetic coma. They took a fingerstick and the bg was 23 mg/dl while the cgm was reading 207 mg/dl. Emergency medical services (ems) treatment information was not provided. Per a social media post by the daughter on october 24, 2021, she stated that the patient had been admitted to the hospital on (B)(6) 2021 and he had 'a series of health issues.' It could not be confirmed what hospital treatment was provided or how long the patient was hospitalized related to the hypoglycemic event. Multiple attempts to reach the reporter for further details and discussion were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.